Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), headache ("severe headaches"), arthralgia ("joint pain") and anxiety ("mental anguish/anxiety"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved and the fatigue, headache, arthralgia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: she had received treatment for the following events" chronic pelvic pain, bleeding, dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), abdominal pain, back pain, fatigue, severe headaches, joint pain and mental anguish/anxiety". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported ¿injury¿ was updated to more specified event¿ chronic pelvic pain, bleeding, dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), abdominal pain, back pain, fatigue, severe headaches, joint pain and mental anguish/anxiety¿. Reporter¿s information, demographics, essure indication (amended) and essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.